Manufacturer narrative:
Complete information from section a1: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false reactive alinity I cmv igg results generated on the alinity I processing module for two patients. The results were not reported out of the lab. The following data was provided (<6.0 au/ml is nonreactive, >/= to 6.0 au/ml is reactive): sample 1: sid (B)(6). Initial measurement (B)(6) 2025 57.0 au/ml, repeated 0.0 and 0.0 au/ml, reruns on aliquot sid (B)(6): (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml. Sample 2: sid (B)(6). Initial measurement (B)(6) 2025 8.0 au/ml. Reruns on aliquot sid (B)(6). (B)(6) 2025 28.5 au/ml, (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity I cmv igg results generated on the alinity I processing module for two patients. The results were not reported out of the lab. The following data was provided (<6.0 au/ml is nonreactive, >/= to 6.0 au/ml is reactive): sample 1: sid (B)(6) initial measurement (B)(6) 2025 57.0 au/ml, repeated 0.0 and 0.0 au/ml, reruns on aliquot sid(B)(6): (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml , (B)(6) 2025 0.0 au/ml . Sample 2: sid (B)(6) initial measurement (B)(6) 2025 8.0 au/ml . Reruns on aliquot sid (B)(6) (B)(6) 2025 28.5 au/ml, (B)(6) 2025 0.0 au/ml, (B)(6) 2025 0.0 au/ml, (B)(6) 2025 0.0 au/ml. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I processing module serial number . (B)(6)the field service representative conducted system checks and replaced various fluidics components to troubleshoot the issue. A review of the alinity I processing module serial number (B)(6) service history revealed no contributing factors to the customer complaint. No further occurrences of erratic or discrepant patient results have been reported after the servicing was performed on the alinity I processing module, sn (B)(6). Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.